Event description:
A malfunction on a pump was reported by the caller, who noted no notable events prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump, with instructions to contact support if any issues arise again.